Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 311 mg/dl, for which the customer advised she had already treated. The customer stated that she did not receive a no delivery alarm but ws unsure why her blood glucose was high. She stated that the issue was resolved by a complete set change; cause of high blood glucose could not be determined. She also noted that she was concerned about not receiving a low reservoir alert. She was worried that she would be low on insulin before bed without any notice. Confirmed that the vibrate function did work on the insulin pump. Nothing further reported.